Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced pain, recurrence, erosion, dyspareunia and urinary problems. Patient had revision surgery (B)(6) 2009. No other information is available.